Manufacturer narrative:
H3. Device evaluation by manufacturer: the aquabeam robotic system handpiece was returned for investigation. Visual inspection observed dried saline deposits and corrosion on the connector board of the handpiece caused by fluid ingress into the handpiece to motorpack connection. A review of the system's log file was conducted, which confirmed the reported "e22 - motorpack error" message in addition to "e23 - motorpack error" message. The system was turned off, consistent with the reported event of the procedure being aborted. A review of the device history record (DHR) for serial number (B)(6) was conducted, which confirmed that there was no nonconformances generated during the manufacturing process of this system, which was unrelated to the reported event. The review indicated that the system met all required specifications upon release for distribution. A review for similar events confirmed three (3) other events have been reported for this issue. The aquabeam robotic system's user manual (intl), um0104-00, rev. F, states the following in table 5 system detected errors and faults: "e22 - motorpack error" release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece." "E23 - motorpack error" release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece." Section 11.2.7 sterile: motorpack draping and docking with the aquabeam handpiece contains instructions to "apply sterile tape over the connection between aquabeam handpiece and motorpack to seal it". The likeliest root cause of the "e22 - motorpack error" messages were determined to be use-related due to the instructions in the user manual not being followed to seal the motorpack to handpiece connection. However, due to no procept personnel present at the account for the procedure, the root cause remains undeterminable. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Root cause of the reported event has not yet been determined. Investigation is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during the procedure, system error message "e22 - motorpack error" was displayed multiple times and troubleshot with no success; therefore, the decision was made to abort the procedure. There were no adverse health consequences as a result of the reported event.